Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, burning sensation, sore, pain and anaphylaxis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, pain and anaphylactic shock: 4. Warnings ¿ the product must not be injected into blood vessels. Introduction of juvéderm voluma® xc into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft tissue fillers, for example, after insertion of the needle, and just before injection, the plunger rod can be withdrawn slightly to aspirate and verify the needle is not intravascular, inject the product slowly and apply the least amount of pressure necessary. Rare but serious adverse events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur (see health care professional instructions #14). 7. Clinical studies: b. 1-year post-approval study of juvéderm voluma® xc. All device/injection-related aes after repeat treatment were mild to moderate, required no action, and resolved without sequelae. Generally, device/injection-related aes were less severe after repeat treatment compared to initial/touch-up treatment, and most resolved within 3 months. Similar to the initial/touch-up treatment, 3 subjects experienced a device/injection-related ae that lasted more than 180 days, but all resolved without requiring any treatment. Device/injection-related adverse events occurring in = 1% of subjects included injection site swelling (0.6%), injection site pain (0.6%), and injection site papule (0.6%). C. Other safety data postmarket surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery. 8. Instructions for use: b. Health care professional instructions: 18. Patients may experience treatment site responses, which typically resolve within 2 to 4 weeks. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain.

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm® voluma® in the chin, prejowl sulcus and pre auricular area. Several hours later, the patient developed swelling on both sides of their face starting in the chin at the mental crease. Patient noted having a burning sensation and that it was extremely sore. Patient had taken endone which an hour before measured their level of pain as an 8 of 10. A few hours after that, the patient's throat and tongue started to swell slightly. Patient was advised to go to the hospital if the swelling progressed. Patient was later admitted to the hospital and stayed overnight. Patient was treated with adrenaline and a steroid shot. The hospital had thought the patient had an anaphylaxis to the lidocaine. The doctor as the hospital then later stated that the patient had "only a mild reaction" and that the "trigeminal nerve may have been touched causing the excessive swelling." It was noted that the left side was more swollen. The patient's throat and airways were clear in the morning and was then released from the hospital. Patient was advised to take loratadine. Symptoms have resolved.